Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore. A failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having an exposed lead wire and pus drainage at the lead site. Patient¿s symptoms include stiff neck and pain. The physician believed the erosion was infection related and that the infection was not device or procedure related. The patient underwent an explant procedure and was doing well following the procedure.

Event description:
A report was received that the patient was having an exposed lead wire and pus drainage at the lead site. Patient¿s symptoms include stiff neck and pain. The physician believed the erosion was infection related and that the infection was not device or procedure related. The physician believed the weight loss potentially contributed to the infection. The patient underwent an explant procedure and was doing well following the procedure.